Event description:
It was reported through review of submitted electrocardiograms that noise was observed on the atrial lead. No patient symptoms or intervention were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.